Event description:
It was reported that this patient suffered a fall and presented to their physician's office for a follow-up appointment. Upon interrogation, it was noted that this implantable device had entered safety mode. The patient was hospitalized pending a surgical replacement procedure. At this time, the device remains implanted and in-service. The patient is stable. It is unknown at this time if the physician alleges the fall to be related to the device entering safety mode.

Event description:
It was reported that this patient suffered a fall and presented to their physician's office for a follow-up appointment. Upon interrogation, it was noted that this implantable device had entered safety mode. The patient was hospitalized pending a surgical replacement procedure. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It was stated that the patient elected not to sign the required consent form and therefore, this device will not be returned for analysis.